Event description:
Reference number (B)(4) event occurred in united states. It was reported that the patient faced an infusion set leakage event on (B)(6) 2025 in the tubing. Infusion set was used for 2 days. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.